Event description:
It was reported that pump experienced malfunction alarm with code 16 while customer was using pump. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with guidance from technical support, successfully reloaded cartridge, and confirmed malfunction did not recur, and support advised customer to continue using pump and to call back if malfunction occurred again.